Event description:
A 53-yr-old female had this implant inserted six years ago. The pt complained of deflation. The implant was removed surgically 3/1/96. This product was a silicone gel/saline implant. The pt had the product replaced and was discharged from surgery in good condition.